Event description:
While performing right tibial plateau orif, the tip of screwdriver broke off and remained in the head of the screw. The screwdriver was sequestered. Md to disclose to the patient why it was not able to be retrieved from patient's bone.